Event description:
A 67 year old female undergoing internal fixation for pathologic fracture of femur. Reamer broke while being used. Fragment which broke off was small distal portion of reamer. Ortho surgeon was unable to remove fragment.